Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure affected multiple pockets. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found the position sensor was not attached. So, the fse installed screws to secure position sensor. Then replaced the retractor cable but on startup, the pyxibus module controller was failed (no lights). So, the fse replace the retractor cable again, then disassembled drawer and reseated the rowboard cables to drawer controller and cubie trays, then cleaned the debris from bottom of trays and drawer. While working on this machine, found 4x hardstops with broken red release levers. So, the fse replaced the hardstops drawers 2-1, 2-2, 3-1, 5-2. While working on this cabinet, found the pyxibus module controller for drawer 4 had a broken clip, so it could not retain the pyxibus ribbon cable. So, replaced the pyxibus module controller drawer 4. While testing drawers, 4-2 did not recognize closed all the time. So, replaced plunger with bent u-link. The system functioned as intended after the field service engineer repaired the device.